Manufacturer narrative:
(B)(4). Date sent: 7/7/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: did the device cut the tissue without delivering any staples into the tissue? Yes, the staples were delivered but had not the proper b-shape (opened in u) during the 1st firing and then the device was jammed. Were opened staples seen in the patient's abdomen before or after the firings? After the beginning of the 1st firing.

Event description:
It was reported that during a gastrectomy procedure, during a sleeve, the device did not staple with a cartridge ecr60d. Moreover, there were opened staples in the patient's abdomen. Another cartridge of the same lot number was then used but the same problem occurred. Use of another device of the same lot number with a green cartridge ecr60g, but the problem was remaining. Use of a competing device to complete the procedure without consequences. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the ec60a device was received for analysis with no visual non-conformances and with an ecr60g cartridge reload not loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape.